Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator. The broken piece was found completely detached from the distal tip and was not returned with the instrument. The missing piece measured approximately 0.143" x 0.356". The complaint regarding a broken off piece was confirmed by failure analysis. The instrument was found to have a dislodged grip tip. The dislodged grip tip was not returned with the instrument, measuring approximately 0.187" x 0.543". The instrument was found to have a broken conductor wire at the distal end. The wire insulation was not damaged, and the instrument failed an electrical continuity test. No thermal damage was observed. Additional observation not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.144¿ - 0.213¿ in length and were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further failure analysis (fa) was performed: the initial fa findings were confirmed. The force bipolar instrument was confirmed to have a broken molded insulator and dislodged grip that were not returned. It was also confirmed that the conductor wire was broken at the distal end. However, continuity was tested again and passed, indicating no additional damage to the conductor wire.

Manufacturer narrative:
Based on the claim against the product noting a fragment falling into the patient, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. A follow-up MDR will be submitted if the force bipolar instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci assisted distal gastrectomy surgical procedure, the force bipolar instrument was observed with a branch that broke off. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical (is) has requested additional information regarding this event. However, no further details have been received as of the date of this report.